Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 74 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return even after battery or battery cap change. Customer was advised that insulin pump would need to be replaced.